Manufacturer narrative:
No diagnostic/functional testing was performed. The customer was calling in to request a replacement speaker. An attempt was made to confirm if the device was still producing sound or if the device was in clinical use at the time, but no additional information was provided by the customer. Replacement parts were ordered and shipped to the customer site. The customer was taking responsibility to repair the device. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. (B)(6).

Event description:
It was reported that a speaker malfunction occurred. It was unknown if the speaker emits sound or not. It was unknown if the device was in use on a patient at the time of the event. There was no adverse event reported.